Manufacturer narrative:
The manufacturer became aware on 09-jan-2026 that the user was hospitalized for diabetic ketoacidosis and required treatment with an insulin drip in a pediatric intensive care setting. Limited information was available regarding device use at the time of the event, as the device date and time were incorrectly configured and engineering logs contained minimal and inconsistent data. Review of available logs showed no confirmed insulin delivery on the reported hospitalization date, and it could not be determined whether the user was actively using the device at the time of the hyperglycemic event. Engineering log review identified intermittent delivery motor communication alerts, and due to these findings, the device was requested for return and replacement was provided. Because of incorrect device date configuration, lack of contemporaneous insulin delivery data, and inability to confirm device usage status, no definitive device malfunction causing the event could be confirmed. It was concluded that the event remains undetermined, with findings suggesting interruption of insulin delivery and lack of confirmed backup therapy as contributing factors rather than a confirmed device failure. If additional information becomes available following device evaluation, a supplemental report will be submitted.

Event description:
On 09-jan-2026, the manufacturer became aware that on an unknown date in (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis, with the blood glucose value unknown. The user was not reported to have corrected the elevated blood glucose prior to medical escalation, and use of backup insulin therapy before hospitalization could not be confirmed. The user was hospitalized and treated with intravenous insulin, and the discharge date and outcome were not available at the time of reporting.